Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited an error message upon interrogation. Diagnostics were cleared and normal function resumed.